Event description:
It was reported via repair work order that the brakes could not fully engage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the investigation, the level 1 root cause for the brakes not being able to be engaged from the side control brake/steer pedal is due to a broken side control brake/steer pedal assembly. The head end and foot end brakes were fully functional. The level 2 root cause for this issue was likely due to shipping damage when a forklift dropped the stretcher onto another unit. The issue was resolved for the customer by delivering a new stretcher. Evaluated by the distributor.

Event description:
It was reported via repair work order that the brakes could not fully engage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.